Event description:
Customer reported via phone, she was out of the country and the insulin pump was alarming motor error when she was attempting to bolus. The device will prompt her to rewind and then it alarms. Customer's blood glucose was 378 mg/dl. Troubleshooting was performed. The device was dropped prior to the alarm occurring but the device had been malfunctioning prior to it being dropped. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The device was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. Occlusion test and excessive no delivery test were note performed due to prime anomaly. The motor was tested outside of the device and it passed. The device had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and missing end cap sticker.